Event description:
It was reported that during the right ventricular lead replacement procedure patient suffered a complication in the form of right ventricular tear. The patient underwent repair via full sternotomy. The patient was in a stable condition post procedure.